Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. Customer stated that she took insulin with her pump off and thought that may it was over heated or had condensation on it. Customer stated it has been for 2 hours and display is not returning. Customer was advised that pump is going to be replace by cot.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies also, received with corroded keypad traces and corroded motor home switch. The insulin pump had missing the endcap sticker, cracked case at the display window corners, cracked battery tube threads, stained address serial number label and minor scratches on the lcd window.